Manufacturer narrative:
Lot specific voluntary recall (B)(4) was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that surgeon performed a right hip revision (implanted 10 years ago) due to the trunnion of the stem being worn down to a point. Upon opening the hip capsule, the surgeon noticed the head came off the trunnion due to the wear of the trunnion which was worn down to a point. Surgeon replaced the stem, head, and liner (cup remained implanted) and replaced with an exeter revision stem and matching components implanted at revision.

Event description:
It was reported that surgeon performed a right hip revision (implanted 10 years ago) due to the trunnion of the stem being worn down to a point. Upon opening the hip capsule, the surgeon noticed the head came off the trunnion due to the wear of the trunnion which was worn down to a point. Surgeon replaced the stem, head, and liner (cup remained implanted) and replaced with an exeter revision stem and matching components implanted at revision. Update from sales rep: the surgeon went back with a djo expert revision stem, not an exeter revision stem. Update from material analysis: damage consistent with impingement was observed on the trident liner.

Manufacturer narrative:
An event regarding disassociation and insufficient rom involving a metal head was reported. Disassociation was confirmed following material analysis, rom was not confirmed. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 03 oct 2018 which indicated: [...] The articulating and distal surfaces of the head are shown. Damage was observed on the distal surface of the head, consistent with contact against the stem. The taper of the head is shown. Damage was also observed on the taper of the head, likely from interacting with the trunnion of the stem. A detailed image of the proximal end of the taper is shown with a step being observed.[...] Material analysis: a material analysis has been performed. The report concluded: damage was observed on the stem trunnion and head taper. This damage was consistent with wear mechanisms due to the cyclic contact between the head taper and stem trunnion after the loss of their taper lock. Debris was also observed on the stem trunnion. Eds showed the stem was consistent with astm f1813 alloy, the head was consistent with astm f1537 alloy and the debris was consistent with a corrosion product, stem base alloy and biological material and an oxide.[...] -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.